Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced low blood glucose level. Customer's blood glucose level was 21 mg/dl. Customer stated that they received change sensor and their blood glucose level was crashed. Customer declined the troubleshooting for alert and low blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.